Manufacturer narrative:
The troponin reagent lot number is 672042, the tsh reagent lot number is 687897. The ft4 reagent lot number is 714372. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t stat assay, elecsys tsh assay, and elecsys ft4 ii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was 22 ng/l, the initial tsh result was 0.02 uu/ml with flag, and the initial ft4 result was 0.1 ng/dl with flag. A new sample was collected 2 hours later and the troponin result was <6 ng/l with flag. The difference in troponin results prompted the customer to repeat the sample and the repeat troponin result was <6 ng/l with flag. The sample was repeated an additional 2 times and both results were <6 ng/l with flag. The customer repeated the initial patient sample the next day and the repeat tsh result was 0.907 uu/ml and the repeat ft4 result was 1.04 ng/dl. The repeat results were deemed correct.

Manufacturer narrative:
Calibration was last performed on 15-dec-2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found a worn tube and that the analyzer was being operated with the cover open. The fse performed periodic maintenance. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.